Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis and a blood infection coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as low blood pressure and abdominal pain. While in the hospital, the patient experienced a blood infection further specified as bacteremia. The patient was treated with unspecified antibiotics for the peritonitis. Treatment for the blood infection was not reported. The patient recovered from the events and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i07035 and h13j06044 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).